Event description:
It was reported that the event logs were read on in-patient¿s pump. The event logs showed a motor stall occurred on (B)(6) 2014 at 10:29 with no motor stall recovery recorded. The health care professional (hcp) did not believe the pump was audibly alarming. The patient did have an MRI the day prior, (B)(6) 2014, around 10:00. It was unknown if the pump status had been checked post-MRI. No interventions, patient symptoms, outcome or drug information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).